Event description:
It was reported that a merlin@home transmission from an asymptomatic patient presented with non-sustained lead noise episodes. Non-sustained lead noise episodes trigger were found to be due to oversensing of post paced t-wave or myopotentials on the near field channel. Mismatch between the near field and the far field channel triggered the non-sustained lead noise episode. Programming changes were made and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.